Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) produced beeping tones and displayed an error code upon interrogation. The device would not complete a manual capacitor reformation and cpi's technical services recommended immediate replacement.